Event description:
The patient stated that his infusion tubing broke at the luer lock while he was sleeping. He stated he discovered this due to insulin leakage. He stated he changed the infusion tubing and no physiological effects were reported. The patient did not require assitance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.